Event description:
Reporter alleged blood glucose device read 82 mg/dl while the lab measured 59 mg/dl. It was not provided as to whether the patient was treated based on the readings. Controls were reportedly ran and found to be within an acceptable range. A request has been made for the return of the suspect device and replacement product was sent.